Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with error 1720. There was no patient present during the event. The issue occurred during testing. There were no adverse events reported.

Manufacturer narrative:
H3: one cadd legacy 1 pump was received in good physical condition. The event history log was reviewed and there was an error 1720 in the history. The pump was ran in user mode and disassembled. The reported "ec 1720" problem was duplicated. This is power_backup_capacitor_failure. The system is not reading the correct voltage on the backup capacitor and a repair or replacement is required. This error was only repeated once. The capacitor will be forwarded to engineering for further investigation. It is possible the fault was transient in nature. The issue was caused by a faulty backup capacitor and it will be replaced to resolve the issue.